Manufacturer narrative:
This event is confirmed as a use related error. The user facility reported that on (B)(6) 2018 an expired (expiration 11/28/2018) ventralex mesh was implanted into the patient. There is no reported patient injury. The expiration date is contained on each level of packaging. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 an expired ventralex mesh was inadvertently implanted into the patient. As reported the mesh had expired one day earlier on (B)(6) 2018. The patient did not experience any adverse event as a result of the placement of the mesh. No additional medical or surgical intervention was provided.